Event description:
This is a report by a consumer with supplemental information provided by a nurse in the USA of patient made mistake/touch contamination and peritonitis with culture (B)(6) for e.coli (escherichia coli) in a patient coincident with dianeal pd4 ultrabag therapies. On an unreported date, the patient began treatment with dianeal 1.5%, low calcium, pd4 ultrabag and dianeal 2.5%, low calcium pd4 ultrabag therapies (doses, frequencies, and lot numbers not reported) intraperitoneally (ip) for peritoneal dialysis (pd). At the time of the initial report, dianeal therapies were ongoing. During a call with baxter customer services, the following was reported by the home patient (hp). On (B)(6) 2012 the patient experienced peritonitis and was hospitalized the same day. The hp reported the cause of the peritonitis was unknown and he was recovering from the peritonitis. Baxter global pharmacovigilance contacted the pd nurse (pdn) and received the following additional information. The pdn clarified the patient experienced peritonitis on (B)(6) 2012, confirmed the previously reported date of hospitalization and that the hp was recovering. Treatment was not reported. Concomitant medication was not reported. Per the pdn, on an unreported date, the patient made a mistake of touch contamination which caused the peritonitis (details unspecified). On (B)(6) 2013, product surveillance followed up with a pd nurse and received the following additional information. On an unreported date the patient was discharged from the hospital and had recovered from the peritonitis. On an unreported date, the patient was re-trained in aseptic procedures for pd therapy. On approximately the (B)(6) 2012 (exact date unknown), the patient's pd catheter was removed. On (B)(6) 2012, the patient returned to the clinic for hemodialysis treatment. On (B)(6) 2013, the patient is scheduled to be re-evaluated for returning to pd therapy. The pdn confirmed the cause of the peritonitis was not related to a baxter device or solution.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A sample was not requested because the event involved use error and there was no allegation against the device. This complaint is for a report of a use error - breach in aseptic technique and peritonitis. The complaint is confirmed because the nurse reported break in aseptic technique by patient described as patient made mistake of touch contamination. The assignable cause for the break in aseptic technique is not determined. A labeling review has been performed, finding that current labeling provides ample instructions related to the prevention of the use error in this report. The labeling review confirmed, instructions relevant to the complaint are documented in the product labeling and are easily accessible to the user. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.